Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc concluded that the reported phenomenon was attributed to the failure of the lcd panel, which might have occurred accidentally because approximately five years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus china found that the reported phenomenon (image blackout) was caused by the failure of the lcd panel. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for a diagnostic gastroscopy using the subject device in combination with the video processor cv-290, it was found that there was something wrong in the image displayed on the screen of the subject device. The user facility replaced the subject device to another similar device to complete the procedure without more than fifteen minutes extension. Olympus china found that during the incoming inspection of the subject device for repair, the screen of the subject device became black out at startup even though the keyboards of the subject device functioned without problem. There was no report of patient injury associated with this event.